Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange did not unfold. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.